Event description:
On (B)(6) 2012 the reporter contacted animas to report the basal and bolus totals given on (B)(6) 2012 did not match the total basal/bolus doses given. The patient reported that at 12:00 pm the pump displayed a bolus of 8.294 units and she claimed this should have been 7.95 units; and the pump displayed 4.431 units basal, which should have been 5.93 units. There was no patient injury associated with this issue. The issue was not resolved.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that a 10 unit bolus and 10 unit audio bolus were performed successfully and both were correctly recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal program, no changes in the basal program occurred during this time. The keypad was tested and all keys are responsive to user input. There was no defect found.